Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during some of the coronary artery bypass procedures, they have difficulty keeping the foot of the stabilizer tight in place; regardless of how tight the knob is turned, the stabilizer foot does not hold. It does not happen in every case, but quite often. The hospital does not know the exact numbers of cases in which they have noticed this and there are no lot numbers to be provided. This is not a specific complaint with one particular date and the devices were not saved to be returned. There were no patient effects, the cases were completed with the devices and there is no patient info to be provided.